Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse form the health care provider office reported via phone call indicating that customer insulin pump alarm battery out limit and no rf communication. Customer's blood glucose at time of incident was unknown. The nurse was advised that in alarm history there was only battery out limit and low reservoirs. The nurse was advised to try and rewind the pump but would let her. The nurse call was disconnected before further troubleshooting was done. The nurse also reported that the customer stated that she had a big bubble in the reservoir.